Manufacturer narrative:
The hospital's biomed was seeking dräger assistance in follow-up of the event. Upon log file review it was recommended to replace the ventilator motor. This has reportedly put back the device into fully operable condition. The replaced motor was returned to manufacturer for evaluation. Upon visual inspection could be confirmed that the collector disc shows signs of abrasion from the carbon brushes after 15 years of use i.e. There are certain areas around the circumference of the collector disc where the electrical contact to the carbon brushes gets disrupted during rotating. Speed fluctuations are the consequence as well as the fact that the motor will not start-up running from certain positions. The speed fluctuations may result in deviations between actual and calculated ventilator piston position. Since this may cause significant damages to the ventilator unit the device is designed to shut down automatic ventilation and to post a corresponding alarm. Manual ventilation remains possible then. Dräger finally concludes that the device responded as designed upon an age-related malfunction of a single component. The number of similar cases is within foreseen range of the risk management and thus accepted.

Event description:
Please refer to initial MFR. Report # 9611500-2020-00168.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up-report.

Event description:
It was reported that the unit dispayed a ventilator failure during use. There was no injury reported.